Manufacturer narrative:
A visual inspection was performed on the returned device. The reported problem retrieving the filter (entrapment of device) could not be confirmed due to the condition of the returned device, and it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and analysis of the returned product, it may be possible that the reported problem retrieving the filter (entrapment of device) was due to an excessive embolic load causing difficulty retrieving the filter; however, this could not be confirmed. The unexpected medical intervention to retrieve the filter was due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified, heavily tortuous left internal carotid artery lesion. An emboshield nav 6 embolic protection system was used. However, the physician was unable to retrieve the filter for 45 minutes. A percutaneous transluminal angioplasty was performed to retrieve the filter and complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis found that the filtration element was returned fully loaded into the retrieval catheter. No additional information was provided.